Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the proximal vent cap does not function properly when venting. The arterial cannula was stopped from being advanced in the artery. The surgical procedure was completed successfully with an estimated two minute delay, a very small amount (approx 1 ml) of blood loss with no observed harm to the pt. The cardiovascular surgeon maneuvered the cannula and elected to use the existing cannula as the cent cap seemed to be the issue.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The ascending aorta, after having been purse-string sutured, was cut open. The surgeon confirming the gush of blood, inserted the distal tip of the cannulae in question and found that it did not vent air. Blood inside the arterial cannulae was visually noted to be pulsating by a pressure of the less than one cc of blood was lost. From this there was no possibility of an incorrect insertion of the cannulae into a false channel.